Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted after 43.3 months of service. The device was returned to boston scientific crm with no allegation, and a similar crt-d was implanted without reported complication.